Event description:
As reported by an edwards germany affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the valve was implanted and the initial valve implant depth was optimal per angiography. However, a second angiography was performed, and showed that the noncoronary valve was too deep, and there was degree iii central regurgitation. The valve appeared to have moved towards the left ventricular outflow tract. Balloon aortic valvuloplasty was performed twice, and the patient underwent a valve in valve procedure with a 26mm sapien 3 ultra valve. The central regurgitation was resolved, and the mean gradient was 7mmhg. The patient was stable during the procedure. The root cause of the event may be asymmetrical calcification on the leaflets.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to h6 based on additional information. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. Imagery was provided and the following was observed: calcification present on native valve. The position of first valve appears too ventricular. Through extensive complaint investigations, central regurgitation events post-deployment with or without report related to leaflet mobility for the s3 and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to procedural factors (malposition, slow recovery of blood flow, leaflet impingement due to calcification or guidewire, over-inflation, post-dilation, and/or under-expansion). In this case, the reported event for central regurgitation was unable to be confirmed due to unavailability of relevant imagery for evaluation. Available information suggests patient factors (calcification) and/or procedural factors (thv migration) likely contributed to the event as it was reported that the valve migrated towards the ventricle on the non-coronary side post deployment, and that the event may also be related to asymmetrical calcification on the native valve leaflets. Thv migration post deployment may result in the possibility of the native leaflets hanging over and covering the outflow of the valve, resulting in reduced coaptation of the leaflets. The leaflets are in a normally open position and require the back flow/pressure generated to initiate leaflet closure. Although the thv depends on native landing zone calcification for anchoring, bulky calcification within the landing zone may impact the ability for the thv leaflets to properly function. The bulky calcium can impinge on the thv leaflets, preventing them from proper coaptation and lead to regurgitation. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (tvr). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for migration (i.e., minimal leaflet calcification), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient conditions (asymmetrical calcification of valve leaflets) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.